Manufacturer narrative:
H4: the lot was manufactured between december 11-12, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused fluorouracil 3600 mg and sodium chloride 0.9% solution during infusion. The expected therapy time was 46 hours; however, it was observed that the folfusor had not fully infused the medication dose during the expected therapy time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.